Manufacturer narrative:
The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The olympus (omsi) field service engineer became aware that the customer visera pro video processor has a front panel failure. All light emitting diodes (led) lights on the front panel of the video processor turned on, remained on, and were unable to operate any switch of the processor. The reported problem was found during a routine inspection. No patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections d8, d9, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus was unable to confirm the reported event. All leds (light emitting diodes) on the front panel light up and the front panel button does not work were unable to be duplicated. Additionally, dust was noted inside the device, a loose video connector, and corrosion on the rear connector; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely. Olympus will continue to monitor field performance for this device.